Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) bolus express, escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into diabetic ketoacidosis. Their health care professional gave them another insulin pump to use and had advised them to have their insulin pump replaced. It was noted that the customer had previously called to report no delivery alarm and a button anomaly. The customer¿s blood glucose level was unknown. The device was returned for analysis.